Event description:
The physician attempted to advance ivus to gather information on the target lesion but it failed to advance after the lesion had been pre-dilated. The physician then attempted to advance a non-medtronic device but failed resulting in the dislodgement in y connector. The physician attempted to deliver an endeavor sprint rx stent but the stent strut was damaged during delivery. The physician attempted to advance another endeavor sprint rx stent however this stent dislodged and was successfully retrieved with a snare catheter. The physician then attempted to advance an integrity rx stent to lesion. The device could not cross the lesion. The physician commented that the events were due to lesion morphology and not due to device malfunction. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent dislodgement). Patient's condition affected effectiveness of device (lesion morphology). Severe calcification - none (no device or images received for investigation). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology). Severe calcification. (B)(4).